Manufacturer narrative:
Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The returned inserter was examined and the complaint condition of unable to be reassembled was able to be confirmed as the locking shaft in the alignment indicator was found to be broken off (not returned) preventing the device from functioning as intended. Additionally, witness marks consistent with impaction were noted on the indicator stems and device handle. Based on the complaint description, the failure most likely occurred during sterilization and was broken to dismantle the device for cleaning. The complaint condition was unable to be replicated due to post manufacturing damage. The complaint condition of jammed/seized could not be confirmed as the locking shaft was broken off and without it replication could not be done. A dimensional inspection could not be performed due to the post manufacturing damage and the complaint was visually confirmed. No patient involvement. It is unknown when the event occurred. Device is an instrument and is not implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the silver ring could not be disconnected from handle. It was broken at the facility to dismantle and take apart for cleaning. The ring can not be reattached to handle for proper use. The inner set pin is stuck and cannot be retracted. There was no patient consequence. This complaint is for helical blade inserter. This is report 1 of 1 for (B)(4). This complaint involves one (1) device.